Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and barbed suture was used. It was reported that the needle tip broke off during closure of knee. The needle fell but not into patient and was found. The needle tip may have broken off if it hit forceps or hit part of the knee bone. There were no adverse patient consequences reported.